Event description:
It was reported that approximately 7 months post lens implantation, the lens was explanted due to z-syndrome. Patient's visual acuity before the lens implant was 0.6 and post-implant was 0.8. Laser yag was performed 3 months post-implant and patient's visual acuity after yag was 0.9.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.